Manufacturer narrative:
Conclusion: the product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The hospital disposed of the device.

Event description:
The patient was undergoing a coil embolization procedure in the left renal artery using ruby coils. During the procedure, the physician was not able to advance a ruby coil through the microcatheter. The coil was removed from the patient and the physician successfully continued the procedure by deploying eight more coils. There was no report of an adverse effect on the patient.